Event description:
Treatment of a stroke. During the procedure, it was reported that the guidewire broke as it was being introduced into the catheter.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The guidewire was returned broken into two segments with the distal segment missing. Analysis of the fracture surface indicated that the cause of failure was due to torsional overload.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).